Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a defective ps3 power supply and also removed and replaced the system backplane and generator interface pcbs. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system displayed an a/d channel 15 error code and had vertical lift column failure.